Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the microcatheter kicked out of the aneurysm while deploying a pc400 coil. Upon retraction of the pc400 coil into the introducer sheath, the pc400 coil was found to be damaged. The procedure continued using a new coil. There was no adverse effect on the patient. The physician commented: as there was some resistance during pulling the coil back into the sheath, the coil must have got stuck somewhere thus caused pressure on it.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the distal shaft of the pusher assembly was kinked approximately 38.0 cm from the distal tip. The proximal constraint sphere was inside the distal detachment tip (ddt) with a piece of fractured sr wire. The damaged coil was hanging on the distal end of the fractured sr wire. The outer diameter of the coil was measured within specification. The pet-lock was intact on the proximal end of the pusher assembly. An introducer sheath (a non-penumbra product) was returned which was damaged approximately 1.0 cm from the top. There was no damage to the penumbra coil 400 introducer sheath. Conclusion: the complaint has been evaluated. The complaint indicated that resistance was felt while putting the introducer sheath in the hub of the microcatheter. Evaluation of the returned product confirmed that the distal shaft of the penumbra coil 400 pusher assembly was kinked and the sr wire inside the coil was fractured. This type of damage typically occurs from manipulating the coil against resistance. If the force used exceeds product specification, it is likely that damage will occur. The coil outer diameter was measured within specification; therefore, the coil should have been compatible with the introducer sheath. There were two introducer sheaths returned for evaluation. One introducer sheath returned was a non-penumbra product and damaged at the distal end. The other sheath was from the penumbra coil 400 and no damage was observed. It was not mentioned in the complaint which of the two introducer sheaths was used. These devices are 100% functional tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.